Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure on (B)(6) 2005 due to intrinsic sphincter deficiency and stress incontinence. It was also reported that following insertion the patient experienced extrusion, infection, urinary/bowel problems, organ perforation, fistulae, recurrence, bleeding and vaginal scarring and other non specific outcomes. Additionally on (B)(6) 2007, the patient underwent transvaginal closure of vesicovaginal fistula with rotation of the right martius vascularized flap and cystoscopy. It was further reported that on (B)(6) 2007 the patient underwent bladder suspension with durasphere injection for treatment of intrinsic sphincter deficiency and recurrent stress leakage. On (B)(6) 2007 and (B)(6) 2008, she underwent cystoscopy and coaptite injection. Additionally, on (B)(6) 2008, the patient underwent autologous pubovaginal sling with rectus fascia, suprapubic tube placement vaginal wall advancement flap and meatoplasty. No additional information was provided. (B)(4).

Event description:
It was reported that the patient underwent a gynecological procedure on approximately (B)(6) 2005 and mesh was implanted. It was reported that the patient underwent a gynecological procedure on approximately (B)(6) 2007 and mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.